Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluation by MFR.: mustang device - 6x4x75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon sleeve and extending approximately 18mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in a vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. It was further reported that the vessel was mildly tortuous and moderately calcified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in a vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.